Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had bent blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during laparoscopic gastric bypass while employing gastrojejunostomy, the device did not work properly. The device was difficult to toggle and difficult to load. The needle drop off the device into the cavity of the patient and was retrieved. Used new reload to complete the case. No x-ray was needed, no tissue loss and damage, no surgical extension, no blood loss, no injury to patient. Patient status: alive - no injury